Event description:
In 2009 the patient reported he continues to receive e4 (occlusion) errors on his insulin infusion device when he boluses. He stated he also received an e8 (power interrupt) immediately after. He said 3 units of insulin were delivered before he received the error messages. He stated that in 2009 he changed the insulin cartridge, infusion set and the battery. A few hours later, he received an e4 and changed his tubing but did not change his headset. This morning he received another e4 and again changed the tubing. He stated he had elevated blood glucose of 259 mg/dl with his normal range being 100-110 mg/dl. He injected 8 units of insulin via syringe and 2 hours later his blood glucose remained in the 200's mg/dl. He tried to bolus and again received an e4. Symptoms of hyperglycemia is not feeling well. To troubleshoot, the patient was instructed to disconnect from his headset and perform a 3 unit bolus which went through without error. The patient was advised to change the location of this site as he has scar tissue in this area. The patient changed his site, connected to his infusion set tubing and performed the 5 remaining units of insulin for his bolus. He stated the cannula of the headset he removed was slightly bent. A courtesy infusion set insertion device was sent to the patient. On follow up with the patient in the next day, he stated he has had no further occlusion errors and his blood glucose has returned to his normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.